Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument was holding a raytec inside the body and the jaws would not open. Then the metal hook part at the base popped out and made the instrument freeze. The sterile wrench was used and did not work to open the jaws. The surgeon was able to straighten the jaws enough to push it up the cannula with the other instrument in order to remove from the body. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument remained in a closed position and became stuck on a raytec sponge during the procedure. The release key was ineffective, and the surgeon used another instrument to assist in removing the device from the cannula. No tissue was excised and no patient injury was reported. No visible damage was noted initially, and no tip damage was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have bent grip tips, causing misalignment and for the grip tips not to open and close properly as reported by the customer. There was a 0.62 mm offset at the tips. The grips do not show cracking damage. Components adjacent to these bent grips do not show damage. The complaint was confirmed by failure analysis. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.